Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the site had turned the pain pump off and told the patient to turn it back on when they got home. Pump was powered on but was alarming upstream occlusion. The reporter confirmed the tubing between reservoir and pump was straight, no kinks, and spike was firmly inserted. Pump powered off and gently tapped the bottom of the cassette on the table to disperse air bubbles. They did note a lot of air bubbles above reservoir. Pump powered back on and restarted but alarm returned. Reservoir volume 495.2, continuous rate 2ml/hour. Pump was powered off again and bottom of cassette tapped. Alarm still persisted. The site explained that they cannot troubleshoot any further without unlocking the cassette latch and advised the patient to call anesthesia. This event occurred at patient's home. There was patient involvement, and no signs or symptoms experienced.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.